Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, and the reported event could not be conclusively established during this evaluation. The account reported that the patient expired on (B)(6) 2020. It was communicated that due to hospital policy, no further information was able to be provided. Heartmate ii lvas, was not returned for evaluation. The heartmate ii lvas IFU lists all potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2020. Due to hospital policy, no other information was able to be provided.